Event description:
Universal trolley caster 'catches' on one, in other words one of the casters will not rotate fully 360 degrees. Customer ordered a new trolley with the same results (one caster catching). Recommended they order the 159146, 159147 and install the washers 409920. Recommended they also use the "play" on the mounting plate to mount it a bit more on the other side if it catches one of the wheels, this should be done until all wheels are free flowing.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. Based on the given information, the root cause of the incident cannot be established. Based on the data found, no clear root cause can be established as no sufficient information was provided by the customer. There was no patient harm reported. The nature of the \ "harm\ " of the employee remains unknown as no sufficient information was provided by the customer.